Manufacturer narrative:
(B)(4). Batch#: t5d442. Device analysis: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with a reload present. The reload was received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The ledge of the lockout showed indentations. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device with the cartridge not fully seated. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, handle of the contour broke while trying to close over tissue. Doctor had to use competitor product.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. 1. When the device handle was broken, did it break off of the device? Handle broke off device. 2. If yes, did any pieces fall into the patient? No pieces fell into patient. 3. If yes, were they retrieved? N/a. 4. Will all pieces be returned with the device? Not returned. 5. If no, were they discarded? Instrument was discarded. 6. Could you please clarify if there were any patient consequences? No consequences reported. 7. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change in post operative care reported.